Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer had a dark circle on their insulin pump. The customer also reported receiving an alarm. The customer's blood glucose was 454 mg/dl. Customer had treated their blood glucose with 7.45 units of insulin. The customer stated their high blood glucose was attributed to the type of insulin they were using. No additional information provided.